Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the reporter stated that during dialysis, the patient had a hi blood glucose (bg )reading and had refused to go to the emergency room per the nurse practioner¿s request. Patient's endocrinologist had suggested animas be called to check his pump. Patient had some nausea, vomiting, dry mouth, and thirst. The animas representative went to the dialysis clinic and patient stated his pump had been replaced last week and he and his son had put settings in pump from his old pump. The animas representative checked the new pump and found the basal rates had been entered incorrectly and the time on the pump was set to a.m. Instead of p.m. The representative updated the new pump with the rates as per the old pump. Patient stated he must not be getting insulin he needed. Bg check at 5:40pm was 431 mg/dl, so the patient took insulin. Patient was instructed told to check bg more frequently tonight to get bg's down. Patient had been drinking water to hydrate. Patient's father died also and is being buried tomorrow. The animas representative provided contact information for the patient to use when he needs to change any settings or had questions. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to the use error of incorrectly entering rates and time in the new pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as the patient incorrectly entered the rates in the pump.